Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 382952 meets criteria. The product performed as expected. A review of the manufacturing records for lot #382952 did not uncover any relevant non-conformances. Lot met release specification. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
A variance was reported between inratio inr result and doctor's alternate poc inr result. The results were as follows: on (B)(6) 2016: inratio inr=3.0; poc inr=10.0 (1.5 hours between testing). No vitamin k or any other intervention was given. On (B)(6) 2016: no inratio inr; poc inr=3.0. The reported therapeutic range is: 2.0-3.0.